Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced alternating hyperglycemia and hypoglycemia while using the ilet system, including a high glucose peak of 280 mg/dl for a few hours with repeated high alerts, followed by a low of 66 mg/dl for about 20 minutes that prompted disconnection of the ilet after a hypoglycemic event; the user reported ingesting approximately 60 grams of carbohydrates to treat the low and perceived ongoing insulin delivery at low glucose levels, which was explained as basal delivery in the absence of long-acting insulin. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, no ketone testing during the event, and no use of backup therapy for the high. Investigation included review of device use and cgm report with counseling on cgm lag, carbohydrate timing, target selection, and pump restart procedures. Investigation of this case revealed that glucose ran high after lunch and was followed by a hypoglycemic episode, with hypoglycemia management likely complicated by cgm lag and overtreatment of the low, and that basal delivery viewed during lows was expected maintenance dosing; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that user-related factors such as overtreatment of hypoglycemia, timing of meal announcements, and target selection were the most likely contributors.